Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that she did back to back blood glucose tests, within 10 minutes, using different finger sticks. Her results were 151, 118 and 253. No symptoms were reported. Two control solution tests were in range when performed during troubleshooting (no details provided).